Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. It was reported that the dislodgement may have been due to hypotension or extrasystole, however the cause could not be conclusively determined with the available evidence. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that while recapturing the valve, the patient had loss of blood pressure. Hypotension is a known potential adverse effect per evolut system instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and the conclusive cause cannot be determined with the available information. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was damage observed on the threading of the screw gear. This damage indicates increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. There was a break observed at the proximal end of the capsule frame, confirming the reported capsule separation. There was no other evidence of damage observed on the subject dcs. Investigation of capsule separation events (iia d00068128) showed no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Still images from the procedure were obtained for review. The images confirm the event description that the patient had a dissection in the ascending aorta at the level of the stj, and the cause was unknown. No other information could be obtained from the image review. Vascular injuries, such as dissection, and patient death are known adverse patient effects per the IFU, and are typically related to patient anatomical factors, in addition to procedural and device factors. Based on the limited information available, an assignable root cause of the dissection cannot be determined and the relationship to the device could not be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the physicians attempted to replace the aortic arch when the patient was converted to open heart surgery. Per the physician, the cause of death correlates with the heart-lung machine (hlm) and the dissection. The physician was not sure if the dcs contributed to the death, but reported more likely it was the valve dislodging and the radial force of the inflow which might have injured the intima of the aorta. The location of the type a dissection began at the sinotubular junction (stj) and went up to the descending aorta. The dcs was resheated two times to reposition the valve and the third resheath was to retrieve the system after the third valve dislodgement. No autopsy was performed. Based on the additional information received, the valve information has been added as a relevant device: continuation of concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(4), ubd: 02-jun-2020, UDI#: (B)(4). Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The valve could not be removed from the dcs, so analysis could not be performed. Updated data: concomitant prod, device code c63034. Corrected data: device evaluated, eval results code 180 and 3252. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to the fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame at both the distal end of the capsule and near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus and was recaptured multiple times. It was suspected that the dislodgements were due to hypotension or extrasystole. While recapturing the valve, it was reported that the patient had loss of blood pressure. The capsule on the delivery catheter system (dcs) broke and the system was recovered from the patient. The blood pressure normalized and coronary perfusion was confirmed. An angiogram indicated a type a dissection and the procedure was converted to open heart surgery. It was reported that, "it is unclear if the dissection came from the broken dcs or from the valve when it popped out of the anatomy." No unusual tension noted during loading process, and the inline sheath was used. It was reported that there were challenges achieving adequate pacing and blood pressure during the procedure with an inexperienced anesthesiologist which made the intervention very difficult. The patient passed away following the open heart surgery intervention. The cause of death was not reported and it is unknown if an autopsy was performed.